Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057 lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. Patient reported that she may have pulled out one of her leads. There were unknown environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that a company representative (rep) switched sides for patient. The issue was not resolved at time of the report. Patient status was noted as alive, no injury. Patient had basic evaluation trial. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.